Event description:
(B)(4). Chronic popping pain in lower abdomen, severe menstrual cycles, cramping, low iron, back pain, labor like contractions, kidney pain, symptoms of lupus caused by essure coils.